Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. On (B)(6) 2014, the customer's mother stated that the customer's blood glucose level was about 50 mg/dl prior to being treated at the health care professional's office. On (B)(6) 2014, the customer's mother stated that the customer's blood glucose level was 44 mg/dl and an ambulance was called. The health care professional is unsure as to why the customer is having low blood glucose levels and has made adjustments to the insulin dosages. On (B)(6) 2014, customer's mother stated the customer's blood glucose level was 330 mg/dl prior to treatment and the most recent blood glucose level was 215 mg/dl at dinner. Customer's mother also stated the belt clip for the insulin pump was broken. Belt clip will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.